Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, after two hours of use, the roller pump had a "flashing display", however they could continue to control the pump from the base touchscreen. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
There were no error messages or audible tone, the display only flashed. At first with numeric's visible during on flash state. Then later the on flash cycle was only gray static.